Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was not communicating with external devices. This was confirmed by a manufacturer representative, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that surgical intervention took place wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.